Event description:
According to the reporter the patient came to the machine for dialysis, and then after routine disinfection of the central venous catheter kit, the nurse found slight bleeding from the interface between the catheter port and the dialysis line. There were bubbles in the dialysis line. The dialysis line was disconnected, and a crack was found at the end port of the semi-permanent catheter, which led to the termination of dialysis treatment. Iodophor was the cleaning agent used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The hand method was utilized to tighten the adapters. Flushing was done prior to use and had no problem. No other defects/damages found on the product. No other products were being utilized with the device. Nothing unusual observed on the device prior to use. Tego was not utilized. They immediately stopped and took down the machine and replaced the catheter connector port as initial handling with a competitor's repair temporary catheter kit on the same day, and the treatment was completed. There were 2 milliliters of blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. The event did not lead to blood clotting in the patient. The event did not lead to an air embolism in the patient. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.